Manufacturer narrative:
It was reported that, while the patient was undergoing a right hip bhr implantation, when the acetabular component trial was impacted and inserted, a small crack on the patient's acetabulum was noted. When the trial was removed it was noted that the fracture had propagated at least 3cm proximal and posteriorly. The patient was implanted with a tha construct instead. The devices, used in treatment, are not available for analysis. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. No similar incidents involving damage to patient bone during trialling have been recorded in the past 12 months. Without batch numbers a review of the manufacturing records could not be performed. Should the batch details be received at a later date this task will be reopened and completed. Review of the current product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalations could not be performed due to lack of part details. The implantation operative report was reviewed. It is noted the fracture was noted while impacting the bhr trial acetabular implant; therefore, human error cannot be ruled out. The patient impact beyond the fracture and subsequent change in procedure to a tha cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the mentioned revision surgery was reported under report number: 3005975929-2023-00125.

Event description:
It was reported that, while the patient was undergoing a bhr surgery of the right hip on (B)(6) 2008, when the acetabular component trial was impacted and inserted, a small crack on the patient's acetabulum was noted. When the trial was removed it was noted that the fracture had propagated at least 3cm proximal and posteriorly. Due to this, surgeon elected not to proceed with the placement of the bhr cup, instead, it was decided to proceed with a bhr-tha surgery using a cement-less cup with adjuvant screw fixation (r3 3 hole acet shell 56mm). It is unknown if there were any delays to the surgery due to this issue. The patient was transported to the par awake and in stable condition having tolerated the procedure well. Patient underwent a revision surgery on (B)(6) 2014.